Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture, pain, visibility/palpability were reviewed on feb 03, 2021. Visual analysis of the photographs identified: opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side. The device has been explanted. Healthcare professional reported ""feeling a sharp, sharp chest and extremely limp" and " replacement with new prosthesis due to sever stretching".